Manufacturer narrative:
Batch review performed on 24 october 2019: lot 1900410: 90 items manufactured and released on 06-may-2019. Expiration date: 2024-04-15. No anomalies found related to the problem. To date, 32 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta sphere insert flex right 11mm s3 with a medacta sphere insert flex right 11mm s3, 3 weeks after primary. The surgery was completed successfully.